Event description:
The customer called stating that vc13 (diff waste chamber) of the lh750 instrument is overflowing leaking a greenish color fluid. The volume of leak was about 20 mls and was not contained within the unit. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were associated with this event.

Manufacturer narrative:
The field service engineer (fse) did a phone fix with the customer who observed a lack of vacuum in the vc13 diff waste chamber causing an overflow out of the release port. The customer replaced all associated tubing connecting to the chamber as well as the low vacuum line that fixed the leak and the unit is operational. Upon recur of the failure mode identified; is likely to cause erroneous diff/retic results due to carry over as a result of improper drainage of vc13 (diff waste chamber) and low vacuum. (B)(4).